Manufacturer narrative:
The device was returned and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the activity log did show evidence of poor pad contact between the patient and pads. However, this is not considered a malfunction. The instructions for use guide informs the user to remove excess chest hair and warns that excessive hair can inhibit good coupling and may lead to possible arching or skin burns. It is important to note the electrode pads were not returned for evaluation. The device passed final testing, was recertified and returned to the customer. No trend is associated with reports of this type

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.